Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. There was no impact to the customer's blood glucose level. It was confirmed that the customer will use an alternate pump for insulin therapy.